Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys rubella igg results from the cobas e 801 analytical unit. The initial result was 16.1 iu/ml(reactive). On (B)(6) 2026, the repeat results using reagent lot 893040 were 8.73 iu/ml and 8.90 iu/ml (non-reactive). On (B)(6) 2026, the sample was sent to another laboratory for confirmation testing, and the result was positive.